Manufacturer narrative:
(B)(4). (B)(6). Pre-operative diagnosis was rectal carcinoma. The patient had pre-operative chemo-radiation to down stage the cancer. The colostomy will now be permanent; this is probably the best functional result. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the surgeon closed and fired the device as normal. Upon inspection, the staple line looked ok and complete. Upon inspection up the rectum digitally, the corner of the distal staple line `unzipped` leaving a hole. The specimen was then inspected with which the same unzipping occurred. Due to the nature of the procedure (very low anterior), the surgeon had to convert to a hartman's procedure. The condition of the patient immediately after the procedure was stable.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.